Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite¿ extension set clogged during priming. This occurred once and no patient impact was reported. The following information was provided by the initial reporter: "when rn was priming the line with normal saline- notice fluid was not running through the extension set."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite¿ extension set clogged during priming. This occurred once and no patient impact was reported. The following information was provided by the initial reporter: "when rn was priming the line with normal saline- notice fluid was not running through the extension set."

Event description:
It was reported that bd smartsite¿ extension set clogged during priming. This occurred once and no patient impact was reported. The following information was provided by the initial reporter: "when rn was priming the line with normal saline- notice fluid was not running through the extension set."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was unable to be primed. The customer complaint that fluid was not running through the extension set was able to be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. In this instance we were able to replicate the issue. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 10013902 lot number 21079014 was performed. The search showed that a total of 17603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.